Manufacturer narrative:
The insulin pump was received with no blank display or battery out limit alarm. The pump alarmed failed battery test after battery insertion due to faulty battery tube. The pump was unable to test the operating currents or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to failed battery test alarms. The pump had cracked reservoir tube lip. No damage was noted on isolation tape on lcd.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer stated that she had issues with the pump turning off without warning. The customer was instructed to remove battery, wait 5 seconds and insert new aaa alkaline battery. The customer stated that the display did return but the pump continued to turn off without warning. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.